Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. In this case, the patient presented with aortic valve endocarditis and aortic root abscess. After implanting the aortic valve, the change in geometry led to worsening mitral regurgitation necessitating an unplanned mitral valve repair. Patient required unplanned coronary artery bypass grafting x 1 due to suspicion of a coronary ostia occlusion due to global decrease in left ventricular function. The left ventricular function did not improve so ECMO was instituted; however, patient continued to deteriorate and expired. Based on the information received the cause of the event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a patient expired after implant of the 21mm aortic pericardial valve. A 28mm tricuspid ring and 27mm mitral valve were also implanted during procedure. Patient expired due to cardiogenic shock, acute left ventricular failure, and hemorrhage. The indication for the procedure was prosthetic aortic valve endocarditis with aortic root abscess and pseudoaneurysm, moderate mitral regurgitation, and severe tricuspid regurgitation. Intraoperatively, the patient had a somewhat calcified prosthetic aortic valve and less mitral regurgitation than previously thought. She had a pseudoaneurysm under the left coronary ostia, which was debrided and the aortic root was reapproximated. Due to the adhered nature of the right coronary artery, aortic root replacement was not undertaken. An aortic valve replacement with a 21mm aortic valve was completed. Investigation of the mitral valve while the cross-clamp was off, revealed that the changed geometry of the aortic annulus had led to movement of the base of the anterior leaflet, resulting in poor coaptation between the anterior and posterior leaflets. They cross-clamped a second time, and proceeded with a mitral valve replacement using a 27mm mitral valve. The surgeon felt that they had good seating of the valve. At this point however, the patient's left ventricular function was globally decreased following this second cross-clamp and technically difficulty mitral valve replacement secondary to the patient's small chest size. They allowed the patient to rest on cpb, and placed a permanent epicardial ventricular lead. A CABG x1 was performed to the lad due to suspicion of possible obstruction; however, there was no subsequent return of function. ECMO was instituted, but by this time they have been on cpb for an extended period of time with multiple cross-clamps. The patient's tissue was very friable secondary to the inflamed state and re-do nature of the case. They were unable to obtain hemostasis to proceed with ECMO, and after discussion with the family, the decision was made to close the patient and withdraw care. The total cross-clamp time was 208 minutes with a 463 minute cpb run.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.